Manufacturer narrative:
A customer notified cardioquip that the device failed their internal culture test. During the investigation of the incident, it was determined that the hospital was not using the filtered water recommended by cardioquip to mitigate the potential for bacterial contamination. The customer no longer wanted the device and therefore, denied service. The device was returned to specification by cardioquip service and is now being used as a research and development device. The device has passed inspection and is fully functional.

Event description:
Customer reports device failed hospital culture test and placed in quarantine. It was discovered the previous chief perfusionist was only using a water filter that didn't meet our requirements.